Event description:
On (B)(6) 2018, customer is receiving sporadic readings. First result = 144. Two minutes later, the result = 104. Results vary from 30+ points between one another. This morning, the test result was 131, then 104 again.